Event description:
A right sided icc (wayne pneumothorax set) was inserted into a (B)(6) male patient with a pre-existing condition of pneumothorax. During the procedure: the connecting drain became twisted; resulting in kinking of the drain. The patient developed a tension pneumothorax; which delayed discharge from the hospital. A second icc was inserted. No part of the device remained inside the patient.

Manufacturer narrative:
(B)(4). Event is still under investigation.